Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the device's ac power module is faulty. There was no patient involvement reported.